Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported that the patient had passed away, no additional information was provided.

Manufacturer narrative:
Per new information received on 1/14/2020, the patient died at a sports field of a heart attack and none diabetes related issues. The patient was not using the omnipod system at the time of death but a different pump (kaleido).